Event description:
During a hydrothermal ablation procedure, a leak was noted and the procedure was aborted. The following day the pt returned to the hospital where a thermal injury on the perineum near the rectal area was noted. The vesicle was punctured with a fine needle and yellow-brownish fluid was expelled. Cipro, tylenol with codeine and pain medication was given. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the co is unable to determine if the device met its specifications. Follow-up indicated that in 2002 the pt returned to the hospital and reported being seen at a hospital burn center. Pt had been placed on medications including cipro, percocet, silvadene cream and dermoplast spray. Add'l info received revealed the diagnosis at the hospital as "2nd degree perineal/vaginal burn and 3rd degree burn <10%". The co believes user technique may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event.